Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the orthopedic journal of sports medicine titled ¿all-suture anchor deployment configurations in arthroscopic bankart repair: a comparative analysis of clinical and radiological outcomes¿. The study reviewed forty-seven (47) patients who underwent shoulder procedures using arthrex fibertak devices. Eight (8) patients were documented to have had glenohumeral instability resulting in four (4) patients experiencing a re-dislocation during the twenty-six (26) month follow-up period. Ref: lee, j. H. And s. J. Shin (2025). "All-suture anchor deployment configurations in arthroscopic bankart repair: a comparative analysis of clinical and radiological outcomes." Orthop j sports med 13(3): 23259671251319533.